Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Corrected: b3; b5. Radiographs were reviewed and notes a left total hip arthroplasty with possible polyethylene wear of the acetabular cup. Correlated clinically DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient dislocated their left hip approximately 11 days post total hip arthroplasty. Approximately 3 days later the patient underwent a revision surgery. Attempts have been made and no additional event information is available at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:  0001825034 - 2021 - 03281.

Event description:
It was reported that patient underwent initial left hip arthroplasty. Subsequently, patient dislocated hip and was revised twelve (12) days post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.